Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, customer reported that a c-ring fell off from the instrument during use and was likely from one of the two maryland instruments on arm 3 or the vessel sealer. When the instrument was removed, the c-ring was found attached to the sterile adapter side of the drape which had a small part, approximately 5mm in size. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the damage was in the housing. The c-ring was stuck to the sterilization adapter. Damage was near as the damage was on the proximal end on the instrument's housing. No fragments fell inside the patient during the procedure. Instrument is available for review. No photos or videos are available for review.